Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the controller stated that it could not provide settings and electrode 4 had high impedances. There were no contributing factors identified by the patient. The rep reprogrammed around electrode 4 and it was noted that the issues were resolved. Surgical intervention was not planned. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.